Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that meter was transferring incorrect readings to insulin pump. It was also reported that insulin pump had a partial display screen even after battery change. Insulin pump passed self-test. Call was transferred. Customer's blood glucose was 114 mg/dl.